Event description:
It was reported that during a laparoscopic colon procedure, the device would not fire or cut. The procedure was completed with a like device. There was no adverse consequence to the pt.